Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had an event code logged in the device's memory and did not deliver a shock when they attempted to deliver a shock at 360 joules . The event code logged is related to a potential failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may be delayed or unavailable, if it was needed. There was no report of patient use associated with the reported event.